Event description:
Patient experienced high blood glucose level at the time of the event on (b)(6)2026, and patient took insulin pump to resolve the issue.

Manufacturer narrative:
(b)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting Site: 8021545.Manufacturing Site: 8021545.